Event description:
A discordant, falsely low troponin result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The operator discovered that the low result did not match the patient's previous two results, and reran the sample, which resulted higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. The gps specialist discovered that there had been aliquot probe clog detect errors during the time frame when the sample was run, but did not find an instrument malfunction. Furthermore, the corrected result had been obtained on the same instrument. The cause of the discordant, falsely low troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.